Manufacturer narrative:
This product is manufactured in (B)(4), but not marketed in the u.s. Device diopter: 22.5. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon used a ks-ni2 aq310ain 22.5d preloaded injector. When handling the rod, the rod passed below the len. The lens rotated and became blocked/stuck in the injector. It was tough to push the rod. Loop haptic was damaged. There was no patient contact. Cause of incident is unknown.

Manufacturer narrative:
Conclusion: data analysis performed by staar japan determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. (B)(4).